Event description:
Hcp reported device was removed due to post-operative infection. Additional info has been requested from the hcp regarding the pt outcome. A follow-up report will be provided if more info becomes available.

Manufacturer narrative:
Device analysis is completed and showed normal device function; no anomalies found.